Event description:
A customer runs all advia centaur cp troponin ultra pt samples in duplicate. A negative and a positive troponin ultra result was obtained on a pt sample. When the pt sample was retested, the troponin ultra results were negative. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field svc engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra result is unk. The instrument is performing within specs. No further evaluation of the device is required.